Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a flipped magnet and pain following an MRI. Head bandaging procedure was followed. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. It is noted that there was skin protrusion at the implant site. It is also noted that the recipient was hospitalized from (B)(6) 2025, due to magnet rotation during an MRI which was performed privately outside the clinic. The recipient independently manipulated the device back into place. Per the surgeon, the site looks good. The recipient is wearing the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.